Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient exhibited unspecified left ventricular - lv lead capture issues due to dislodgement. The lv lead was capped but unable to be replaced for the time being due to the vascular dissection that had occurred during the procedure. Patient condition post-procedure was stable.

Event description:
Related manufacturer reference number: 2017865-2020-05396. New information received indicating that the replacement lv lead was not used due to dissection. It is unknown when dissection occurred during the procedure.